Event description:
It was reported that the atrial lead dislodged twice in the two days post implant. The lead was repositioned one day post implant when it was found in the right ventricle. The next day, the lead was again found in the right ventricle and sensing difficulties were noted. The physician believes this was due to patient's atrial tissue and not a lead malfunction. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, the outer insulation had a breached cut and a cosmetic cut, there was blood in/on the helix mechanism and sleevehead, and apparent explant damage was noted.